Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the main coil was noted to be stretched and broken/ fractured from the delivery wire, the suture was damaged at 2cm from the main coil junction coinciding with the main coil length, and the delivery wire and the introducer sheath were kinked. In addition, the delivery wire ro marker was intact. A functional test was unable to be performed due to the condition of the returned device. Based on the information currently available, the delivery wire marker was identified during the device analysis, however the main coil was noted to be broken from the delivery wire. An assignable cause of not confirmed will be assigned to the reported coil delivery wire r.o marker not visible under fluoroscopy. It is probable that the main coil was damaged and broken during the clinical procedure causing the reported events. An assignable cause of operational context caused will be assigned to the analysed main coil broken, main coil stretched, main coil suture damage and coil introducer sheath kinked, as the issue is associated with a product that meets design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. It is probable that the delivery wire was kinked as a result of handling of the device during the clinical procedure, therefore an assignable cause of handling damage will be assigned.

Event description:
It was reported that the physician could not visualize coil during advancement and only saw the pusher wire marker. No clinical consequences reported to the patient. No further information is available now.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the physician could not visualize coil during advancement and only saw the pusher wire marker. No clinical consequences reported to the patient. No further information is available now.